Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Iot was reported that this lead was returned and analysis was completed. Passed testing, the lead tip and helix appears intact. No problems found. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it exhibited loss of capture (loc) due to perforation. No additional adverse patient effects were reported.